Event description:
It was reported that when a patient presented to the emergency room after receiving multiple shocks, lead dislodgement was observed via fluoroscopy. The lead was capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).